Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the pump had no power. It was noted that the battery cap threads were stripped. Reportedly, there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2014 with the following findings: a review of the pump black box data revealed multiple unexplained pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked, and the battery cap threads were damaged. Evidence of moisture ingress was also present in the battery compartment and on the underside of the battery cap. The battery cap did not maintain power to the pump, and investigation was completed using a test cap. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no further evidence of moisture ingress was found.